Event description:
The chair back fell from an upright position to a more reclined position during a procedure. There was no impact to the pt. When the chair was undraped by the staff following the procedure all the clamps appeared to be tight and no malfunction could be found.